Manufacturer narrative:
The device isnot required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on an unspecified date was 500 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's basal and bolus settings were recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported the basal delivery totals in the total daily dose history did not match the programmed basal rates for known reasons: the basal edit screen was accessed and the user made changes to the basal program. It was determined changes in medication and signs and symptoms of an unrelated illness contributed to the alleged serious health event. The patient was referred to a healthcare provider for diabetes management. There was no indication or allegation of a device malfunction. This complaint is being reported because a reported use error contributed to the alleged serious health event.